Manufacturer narrative:
Note: this event was reported in a nature clinical practice nephrology; february 2009, vol 5 no 2. The event was reported by a medical center. Event consists of acute kidney injury post angiojet thrombectomy for treatment of pulmonary embolism. The patient is a female, with intrauterine pregnancy of 8 weeks gestation who presented to the emergency room with crampy abdominal pain, shortness of breath, and shoulder pain. The patient has a history of hypertension, uterine fibroids, one spontaneous abortion in the first trimester, and three elective therapeutic abortions. The patient was also a smoker. A CT scan of the chest was performed and revealed large, acute pulmonary emboli in the bilateral mainstream arteries, extending to the segmental level, with evidence of the right heart strain. A transthoracic echocardiogram showed an ejection fraction of 65-70%, a severely dilated right ventricle, moderately to severe hypokinesis the septum was flattened, consistent with excessive right ventricular pressure and volume overload, and the patient had mild pulmonary hypertension, with systolic pressure of 42 mmhg. Blood chemistry panel on admission were performed as follows: serum bicarbonate 18 mmol/l; serum sodium 137 mmol/l; serum potassium 3.6 mmol/l; blood urea nitrogen 2.856 mmol/l; serum creatinine 97.24 umol/l; blood glucose 7.77 mmol/l; total protein 69 g/l; serum albumin 34 g/l; partial thromboplastin time 26.9 s; prothombin time 12.5s; international normalized ratio 0.9; white blood cell count 9.7 x 10(9)/l; hemoglobin 129g/l; hematocrit 0387; platelet count 221 x 10(9)/l. The patient was admitted to the medicine service and started on an infractioned heparin drip. During the first day of hospitalization, the patient's blood pressure started to decrease, causing concern about the possibility of hemodynamic instability. The cardiothoracic surgery service was consulted about the use of thrombolytics or surgical intervention to dissolve the emboli. Given the presence of vaginal bleeding and the threat of abortion, the patient was deemed not to be a surgical candidate and thrombolytics were considered to be contraindicated. Accordingly the patient underwent thrombectomy of the right pulmonary artery with the angiojet device, as well as inferior vena cava filter, on the second hospital day. The thrombectomy procedure was terminated early because of sustained bradycardia, with the lowest recorded heart rate of 42 bpm. The article does not specifically state that the bradycardia arrhythmia reverted to normal sinus following stoppage of angiojet thrombectomy, but it can be inferred. The thrombectomy procedure was successful as symptoms of shortness or breath resolved. The patient was then transferred to the intensive care unit. Immediately following thrombectomy, a repeat serum analysis showed an elevated potassium level 7.8 mmol/l, indicating hemolysis, along with a bicarbonate level of 10 mmol/l, a blood urea nitrogen level of 185.6 umol/l; serum lactate dehydrogenase 2,094u/l and haptoglobin 0.5 umol/l. The patient began to exhibit red urine and decreased urine output immediately following angiojet thrombectomy. Urinalysis was positive for nitrates, showed a urobilinogen level 4.0 ehrlich units, trace levels of protein, a ph of 6.0, +2blood, +1 ketones, +1 bilirubin, +1 glucose, 17 white blood cells per high-power field and 64 red blood cells per high-power field. Alkalinization of the patient's urine was undertaken with intravenous administration of sodium bicarbonate every 6 hours along with hydration. In addition, hemodialysis was initiated to manage hyperkalemia, and once hyperkalemia had resolved after 3 hours, the patient was switched to continuous venous hemodiafiltration at a dose of 30 ml/kg per hour. After 48 hours of admission, the patient left the intensive care unit, and returned to hemodialysis on alternating days, but remained oliguric for the following 20 days. Gradually, however, her urine output improved and hemodialysis was discontinued on the day 21, when she exhibited signs of renal recovery. The patient's serum creatinine level returned to normal (1.4 mg/dl) on the 25th day of hospitalization after angiojet thrombectomy. In addition, spontaneous abortion had occurred on the seventh day of hospitalization and intrauterine evacuation was performed 2 days later to remove any retained products of conception. This acute kidney injury event is considered a reportable event as intervention was required. It should be noted that even though the article states that the procedure was terminated early, there is no mention of run time as well as hydration procedure prior to or during the procedure as stated in the angiojet IFU. The IFU also warns "large thrombus burdens in peripheral veins may result in significant hemoglobinemia which should be monitored to manage possible renal or other adverse events." Also, the IFU warns the user about hemolysis as a potential adverse event associated with angiojet operation. In addition, treatment of pulmonary embolism is considered off-label use and is a boxed warning in the angiojet IFU's.

Event description:
Received article printed from nature clinical practice nephrology, february 2009, vol 5, no. 2. States that an angiojet device was used in a pe case, use resulted in acute kidney injury due to hemoglobinuria after use of angiojet.